Manufacturer narrative:
Correction: code f10 added.

Event description:
It was reported that, the pacemaker system triggered a lead safety switch (lss) due to high impedance out of range on this right ventricular (rv) lead. Additionally, the sensing reduced amplitud and there was no capture. It was noted that it all started after straining lifting a motorcycle off of another person. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: code f10 added.

Event description:
It was reported that, the pacemaker system triggered a lead safety switch (lss) due to high impedance out of range on this right ventricular (rv) lead. Additionally, the sensing reduced amplitude and there was no capture. It was noted that it all started after straining lifting a motorcycle off of another person. Additional information was received which indicated that, that noisy signals were oversensed in the rv lead that led into inappropriate non-sustained ventricular tachycardia (nsvt) episodes store. Technical services (ts) recommended to adjust sensitivity and the rv lead was reprogrammed. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the pacemaker system triggered a lead safety switch (lss) due to high impedance out of range on this right ventricular (rv) lead. Additionally, the sensing reduced amplitude and there was no capture. It was noted that it all started after straining lifting a motorcycle off of another person. This device remains in service. No adverse patient effects were reported.